Manufacturer narrative:
Device not returned.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide. Customer's blood glucose was 144 mg/dl.